Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate issue showing 105 units instead of the expected 260 units. There was no adverse impact to the customer's blood glucose level. Caller was instructed by technical support not to overfill the cartridge, and they acknowledged this advice but chose not to load a new cartridge, deciding to continue with the current one and follow up if necessary.